Event description:
Account alleged that the bed sparked due to the auxiliary outlet cable being cut. Account alleged that bare metal wires were visible. Account stated that there were no injuries. Account alleged that he didn't know if a pt was in the bed and alleged that the bed was being used in a gicu unit. (B) (6) alleged that he didn't know how the cable was cut.

Manufacturer narrative:
Repair has not been completed at this time.